Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 400 mg/dl range. At the time of the report, customer's bg level was 405 mg/dl. The cause for the reported elevated bg levels was unknown. System check with tandem technical support was performed and the pump functioned as intended. Customer delivered boluses and administered manual injections to address elevated bg levels.